Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) to report that the extra supply bag started leaking. The technical service representative (tsr) advised the caregiver (cg) to start over with new supplies. Product surveillance spoke with the caregiver on (B)(6) 2010. The caregiver stated that the patient line ("line connected to her husband") was leaking and not the solution bag itself. She stated that she did not set up supplies correctly for that round of therapy. The cg had started over with new supplies in order to complete therapy. Product surveillance spoke with the caregiver on (B)(6) 2010 and the caregiver stated that she had discarded the sample.

Manufacturer narrative:
(B)(4). The sample is not available because it has been discarded. If additional information becomes available, a follow up MDR will be submitted.